Event description:
It was reported that this pacemaker was unable to be interrogated. The patient was referred to the physician and it was found that the device reverted to safety mode. It was further reported the patient presented discomfort as a result of the nonprogrammable safety mode settings. As a result, the patient went into an emergency room (ER) and the device was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is not expected to be returned to boston scientific, since it is not under the clinical representative possession.